Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Reporters' full name was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was locked. It was noted that the trigger was defective. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the trigger of the compact air drive device was blocked, jammed, and moving heavily. It was noted that due to the defect verified, the equipment is found to be involved in excess oxidation in the internal part due to failures in the cleaning and lubrication processes, thus causing wear of the parts. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check reverse locking mechanism, and check the power with test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.